Manufacturer narrative:
Additional narrative: the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: one (1) extraction bolt (part 309.039 / lot 2324392) and one (1) conical extraction screw (part 309.510 / lot 2662590) were returned. The complaint was able to be confirmed as the extraction bolt was returned with a fragment of a screw lodged in the extraction reservoir. The conical extraction screw was returned with the threaded distal tip broken in a spiral fashion that indicated that the break occurred during rotation. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. Although the true root causes could not be determined, it is likely that excessive force, the age and wear of the instruments, and resistance attributed to bony ingrowth contributed to the complaint conditions. The instruments were returned broken, so replication of the complaint is not applicable. The extraction bolt and conical extraction screw are part of the screw removal set, which is used for removing intact or damaged screws that are difficult to remove. Product drawings were reviewed during the investigation with no product design issues or discrepancies observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended uses when employed and maintained as recommended. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the products that would contribute to this complaint condition. It is important to note that the extraction screw is considered a single use instrument. The instruments were returned broken, so replication of the complaint is not applicable. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint conditions. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Investigation could not be completed and no conclusion could be drawn as no device was returned. Device history record review: manufacturing location: (B)(4) - manufacturing date: february 21, 2008. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a hardware removal on (B)(6) 2016 due to complaints of pain. The plan for the procedure was to remove all of the originally implanted hardware. The lateral hardware was successfully explanted; however, as the surgeon attempted to explant the remaining medial screws, issues were encountered. First, the threads of a conical extraction screw stripped while engaging the head of a 4.0mm cannulated screw. Then the extraction screw snapped off in the middle when pliers were implemented. The surgeon attempted to use an extraction bolt to explant the remaining cannulated screw, but this instrument became bent. The bolt then compressed the shaft and snapped off the remaining half of the screw. As a result, one-half (1/2) of the screw remained imbedded in the instrument, while the other half remained implanted in the patient. A total of one and one-half (1.5) 4.0mm cannulated screws are still in situ as they could not be removed. The original fracture had healed completely and the patient was not revised to any other devices/construct. There was a reported ten (10) minute surgical delay as additional x-rays, in relation to the malfunctions, were needed. The procedure was completed without further incident. The patient is reportedly in stable condition. This report will address the intra-operative events only. The reason for revision will be captured in and reported under linked complaint (B)(4). This report is 2 of 3 for (B)(4).